Manufacturer narrative:
A bec field service engineer evaluated the instrument and determined that the cause of the issue was a collar wash valve malfunction, resulting in leakage from reagent probe b and the "cc cuvette not dry before first reagent dispense" errors. The fse replaced the collar wash valve to resolve the errors and leak. (B)(4).

Event description:
Beckman coulter (bec) technical support contacted the customer due to cartridge chemistry "cuvette not dry before first reagent dispense" errors generated by their unicel dxc 600 pro synchron system and observed in the remote management system (rms). Upon troubleshooting the issue with the customer, the customer found liquid on the instrument's reagent drip trays, indicating a possible leak from the reagent probe(s). The customer was wearing personal protective equipment consisting of gloves and a laboratory coat while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.